Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for compressor/distractor rack was conducted identifying that lot number gm4488301 was released in two batches. Batch 1: lot was released on 05 apr 2016 with no discrepancies. Batch 2: lot was released on 02 aug 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper3d compressor/distractor (p/n: 286740020, lot #: gm4488301) was returned and received at us cq. No issues were observed during visual inspection of the complaint device. Functional test: during functional test, the device was able able to lock and was functioning as expected during the distraction. The main body device was able to move and was functioning in all the three functions (d, n and c). Thus device functions as intended. Can the complaint be replicated with the returned device? No. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Complaint confirmed? No. Investigation conclusion: the complaint condition was not confirmed for the viper3d compressor/distractor. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to the damaged internal components or debris ingress. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown spinal procedure, two (2) viper3d compressor/distractors were stuck and unable to be adjusted. There was a surgical delay of five (5) minutes. There was no patient consequence. The procedure was successfully completed using another available instrument. This report is for one (1) viper3d compressor/distractor. This is report 1 of 2 for (B)(4).